Manufacturer narrative:
Other text: four administration sets were returned for evaluation. Visual inspection found two sets were received in new condition and two sets appeared used. Functional testing performed did not detect any leaks. The device functioned as intended and no fault was found. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a leakage from the inner pouch during filling of the cassette. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08640 is no longer considered reportable, please disregard any MDR reports associated with it.